Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed anterior leaflet for a mitraclip procedure. During the procedure, the grippers would not lower initially. Troubleshooting was preformed by actuating the grippers 2-3 times, was successful. The grippers continued to be delayed when they were lowered. The clip was implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. It was reported that on an unknown date, the patient returned with recurrent mr grade 4. A transthoracic echocardiogram (tte) showed that a single leaflet detachment (slda) occurred and the clip was no longer attached to the anterior leaflet. It was reported that on (B)(6) 2026, the patient presented with grade 4 degenerative mitral regurgitation (mr) for a secondary mitraclip procedure. During the procedure, a triclip steerable guide catheter (tsgc) was used to implant two mitraclips on the lateral side of the slda clip for stabilization. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported gripper actuation issue and slda were unable to be determined. The reported recurrent mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 2017

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed anterior leaflet for a mitraclip procedure. During the procedure, the grippers would not lower initially. Troubleshooting was preformed by actuating the grippers 2-3 times, was successful. The grippers continued to be delayed when they were lowered. The clip was implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. It was reported that on an unknown date, the patient returned with recurrent mr grade 4. A transthoracic echocardiogram (tte) showed that a single leaflet detachment (slda) occurred and the clip was no longer attached to the anterior leaflet. It was reported that on (B)(6) 2026, the patient presented with grade 4 degenerative mitral regurgitation (mr) for a secondary mitraclip procedure. During the procedure, a triclip steerable guide catheter (tsgc) was used to implant two mitraclips on the lateral side of the slda clip for stabilization. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.